Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the control solution results were below the expected control solution range. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 ¿ (09/01/2014). The patient¿s test strips and control solution have been returned on 7/28/2014 and evaluated by lifescan product analysis on 8/21/2014 and 8/20/2014, respectively, with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. The control solution was also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.